Event description:
Affiliate reported that in 2008: the device was implanted into the pt for pressure settings of 80mmh2o. When the pt showed enlargement of the ventricle, the dr changed the pressure settings from 80mm to 50mm and then 30mm h2o. The pt still had enlargement of the ventricle. On (3 weeks after the implantation): the dr decided to retrieve the valve from this pt. The dr also commented that it was confirmed that the flow was normal by using contrast radiography. The pt's condition, however, did not get better. His thought was that there might be an occlusion of the shunt system.

Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.